Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Based on the information reviewed, a conclusive cause for the reported mitral stenosis could not be determined in this incident. The reported patient effect of mitral stenosis, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the mitral stenosis. It was reported that this was a mitraclip procedure to treat grade 4 degenerative mitral regurgitation (mr) in the patient with a baseline mitral valve gradient of 5 mm hg. This patient had been in the hospital for one month prior to the mitraclip procedure and was unable to be diuresed due to her medical condition. One mitraclip was implanted reducing mr grade to 2, but the gradient went to 7 mm hg. There were no device issues and no clinically significant delay in the procedure. Since the procedure, the patient has had a marked improvement and has been taken off of dialysis and is breathing on room oxygen. This was considered a great outcome. The patient was discharged home five days post procedure. There was no additional information provided.